Event description:
A malfunction alarm occurred displaying code malf 12. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. The customer reset the pump independently, and the malfunction did not recur after the reset. Technical support instructed the customer to continue using the pump and to reach out if the issue happened again, which the customer understood.